Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was intended to be implanted within a previously placed blocked stent during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure on (B)(6) 2011. According to the complainant, the patient had a previously implanted bsc metal stent that was blocked (please refer to MFR. Report 3005099803-2011-03266). Reportedly, the patient had a stricture within the common bile duct due to pancreatic cancer. The stricture was approximately 9-10cm in length. The patient anatomy was not noted to be tortuous. The stricture was not dilated prior to stent placement. During the procedure, the rx wallstent biliary stent system was positioned within the common bile duct. The physician attempted to implant the stent within the existing blocked stent. However, the wallstent failed to deploy. No visible issues were noted to the device. The procedure was completed by placing a different sized wallstent biliary stent. Post procedure it was noted that "biles flow freely from the stent." There were no patient complications as a result of this event. Note: based on the investigation results, which indicate that some of the distal stent wires had perforated the outer sheath and that the distal stent wires were broken and uncrossed, this is now considered a reportable event.

Manufacturer narrative:
Reported event of stent catheter perforated. The reported event of stent wires broken. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the tip by approximately 5mm. It was noted that some of the distal stent wires had perforated the outer sheath. The inner lumen was partially exiting the guidewire access port. When the distal handle was retracted, the inner lumen exited further through the guidewire access port and the stent could not be deployed. The shaft of the device was dissected proximal to the guidewire access port. The inner lumen and stent were withdrawn. There was no issue with the movement of the deployment handle after dissection. An examination of the deployed stent noted broken and uncrossed wires at the distal end. An examination of the inner lumen noted that it was kinked where it had exited through the guidewire access port. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed no similar complaints for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Following a detailed analysis, it was determined that the condition of the returned device was consistent with the complaint incident. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.